Event description:
During a service visit, a maquet field service tech found that a recently installed surgical light system did not power up. He investigated and found that the spring arm was not correctly attached to the ceiling suspension and had slipped out of position. There was no pt involvement. (B)(4).

Manufacturer narrative:
The maquet field service tech (fst) found the retaining clip (a.k.a. Circlip) that holds the spring arm to the main arm was not properly seated. This allowed the spring arm to slide down, creating a gap. This movement led to the opening of the power circuit resulting in the system not powering up. The fst secured the spring arm to the main arm, and verified the unit was fit for service. The powerled series installation manual indicated that "the circlip should be fully seated in its groove and turn freely: maquet service is performing an awareness training to ensure the installation requirements are fully understood to prevent recurrences. (B)(4). (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.